Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the reports did not show refills or logins. A technical support specialist (tss) remotely accessed the device and signed in with administrative credentials to begin troubleshooting. The tss stopped the maintenance and data synchronization service, accessed the database management tool, and ran a transaction retrieval process, saving the results to the case file on the device. The tss then performed a client change tracking recovery process in stages and saved the results. After completing these steps, the maintenance service was restarted and the device was rebooted. The tss next remotely accessed the server, signed in to the server web interface, navigated to the facility settings, and updated the synchronization change tracking chunk size. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the reports was not showing refills or logins. There were no adverse events or injuries reported based on this event.